Event description:
It was reported that during, "during a heart valve replacement, the pt sustained three small burns on the calf of their leg at the ground pad application site. These were short linear burns that followed the upper edge of the ground pad. Judged to be 1st or 2nd degree, they developed over 2-3 hrs. Post-operatively. Were treated topically with silvadene cream."